Event description:
It was reported by the pt that following a mesh procedure, the pt experienced physical and mental pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of a bodily organ system, and has endured impaired physical relations. Pt has undergone or will undergo corrective surgery or surgeries. Additional info has been requested from the doctor, but not yet received.